Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it is separated and how the piece pokes out. That could be perforated a tube') and fallopian tube perforation ('it is separated and how the piece pokes out. That could be perforated a tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("I cant sleep I m in so much pain/pelvic pain it appears at least the right side is grade 2 ") and insomnia ("I cant sleep I m in so much pain"). At the time of the report, the device breakage, fallopian tube perforation, pelvic pain and insomnia outcome was unknown. The reporter considered device breakage, fallopian tube perforation, insomnia and pelvic pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: insomnia, pelvic pain, device breakage, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it is separated and how the piece pokes out. That could be perforated a tube') and fallopian tube perforation ('it is separated and how the piece pokes out. That could be perforated a tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("I cant sleep I m in so much pain/pelvic pain it appears at least the right side is grade 2 ") and insomnia ("I cant sleep I m in so much pain"). At the time of the report, the device breakage, fallopian tube perforation, pelvic pain and insomnia outcome was unknown. The reporter considered device breakage, fallopian tube perforation, insomnia and pelvic pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: insomnia, pelvic pain, device breakage, fallopian tube perforation. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.